Event description:
During arthroscopy left hip, the tip of guide wire broke off in pt pt. A one inch incision was made and piece was retrieved. All pieces were accounted for. No long term affects to the pt.